Event description:
During testing at the user facility it was reported that the device was leaking an unknown substance. There was no patient involvement and no adverse consequences alleged with this event.

Manufacturer narrative:
The device was returned to the manufacturer and an investigation is anticipated. A follow up report will be submitted if the investigation results require.